Event description:
The patient reported that the pump ceased insulin delivery without emitting an alarm.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump history indicated that basal insulin delivery had ceased during use. The history also indicated that no power interruptions or alarm conditions were associated with this event. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy and the alleged failure could not be duplicated.